Event description:
Saline breast implant leaked. I was leaning over chest freezer at work and as I reached to pull out items on the bottom of freezer I felt a pinch under left breast that's all, no pain or discomfort. About a month later left breast was smaller. Dr didn't seem to concern, and I still have implant located under left breast. My question is can the shell cause harm to me if left in, it's been 3 yrs since I've known.